Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height cubie drawer failed due to the faulty controller board on 4.2 in the station. A field service engineer replaced the controller board with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main half-height cubie drawer failed. The malfunction occurred when a user attempted to dispense medication to a patient, without causing any delay or harm to the patient. There were no adverse events or injuries reported based on this event.